Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Current production was checked by quality systems engineer and no issues were found. Based on results of device analysis reported issues were not observed. No problems or issues were identified during the device history record review. G5: premarket (510k) number is unknown.

Event description:
It was reported that the device's balloon is slightly offset. During use, the patient is experiencing swelling in the throat and chest pain.